Event description:
It was reported that the mini trek was inserted in the guide catheter, when the proximal shaft kinked and subsequently separated outside the anatomy. The entire mini trek was removed from the anatomy without issue. Another mini trek was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft detachment were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no similar incidents of shaft separation reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.